Event description:
It was reported that the pt was revised due to an infected hip, post dislocation and continued instability.

Manufacturer narrative:
Info was received from a user facility that is not required to complete form 3500a. This report will be amended when our investigation is complete.